Manufacturer narrative:
The recipient reportedly experienced partial insertion of the device. On (B)(6), 2023, the recipient's device was repositioned. Full insertion was not achieved, however the recipient's device was successfully activated. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Manufacturer narrative:
Advanced bionics considers the investigation into this reportable event as closed. The recipient is using the device. No further details will be provided. This is the final report. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Manufacturer narrative:
Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Event description:
The recipient reportedly experienced difficulty during electrode insertion during reimplantation surgery due to an ossified cochlea. Advanced bionics is still in the process of obtaining additional information. When additional information is received, a supplemental report will be submitted.